Manufacturer narrative:
This report filed, january 16, 2009.

Event description:
Per the audiologist, in 2008, the patient fell and hit her head. The receiver/stimulator migrated out of place and was moving under the intact skin. In the same month, the receiver/stimulator was repositioned back into place. Shortly after (date not reported), the patient's parents noticed inconsistent responses from the patient. Exchanging the external equipment did not alleviate the problem. Results of an integrity test done two months later, were consistent with normal receiver/stimulator function with multiple intermittent electrodes. Explant/reimplant surgery is scheduled for 2009.